Event description:
It was reported that the balloon catheter became stuck on the guidewire. The patient was undergoing percutaneous coronary intervention. Vascular access site was obtained via the radial artery. The 90% stenosed, 3.25mmx20mm, eccentric, in-stent restenosis target lesion with a bend between >45 and <90 degrees were located in the moderately tortuous and moderately calcified proximal left circumflex artery. After a 6f non-boston scientific (bsc) guide catheter was engaged coaxially, pre-dilation was performed with 3.0x20 maverick balloon catheter. A 3.25mm x 20mm nc emerge balloon catheter was advanced for post-dilatation. During the procedure, it was observed that the emerge balloon was stuck; and the wire was not able to pass through the nc emerge monorail shaft. The balloon catheter and the guidewire were gently pulled out from the patient's body. The procedure was completed with another of same device. The patient was in stable condition post procedure.